Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago to the date the manufacturer became aware. Block d6b: explant date: 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason.